Event description:
It was reported during a hemicolectomy while using a tct75 the device was fired twice to transect proximal and distal bowel. On the third firing the surgeon encountered resistance and continued to push harder. The device was removed and the anastomosis was completed with a new tct75. There was no consequence to the pt.